Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on 08/25/2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as red and burn-like that sometimes blisters. Occasionally, mother stated that pus has been seen at the location of sensor wire. Patient uses mometasone furoate, a prescription topical steroid cream for the skin reaction. Patient was prescribed the topical steroid on (B)(6) 2015. At the time of contact, the patient's rash was still present. No additional event or patient information is available.